Manufacturer narrative:
From the device history record, lot#190627-16-sh was manufactured on 25th jul 2019. No exception was recorded in the device history record that could lead to the reported incident. Based on supplier investigation, device history record review did not indicate any exception that could lead to the reported incident. The average linting data is 0.202g / 10 pieces. No sample was returned at the time of the investigation. According to the supplier, the or towel is made of cotton, so cotton fiber is born and inevitable. The suppliers are continuously working with cah to better control the linting and have implemented several measures to improve it: suctions machines have been installed in grey cloth rolling process, dyeing process and cutting process. The suction process was added before product's final folding, and workers do it according to standard operation procedure requirement. Linting test method and acceptable criteria was stipulated to see the suction results. (=0.38g/10 pieces). In the folding process, the supplier used one cloth pad under 100 pieces semi-finished products to avoid linting stuck onto the products during product's transfer. From the investigation, there is no abnormal situation happened in production. Therefore, the root cause could not be determined. The complaint information was informed to the relevant sectors for their awareness. There is no action taken at this time, but the supplier will continue to monitor the trend of this type of incident.

Event description:
The customer stated that there was an excessive amount of linting from the blue or towels/28700-004 that was found on the staff¿s gloves and in the water before and during a transcatheter aortic valve replacement. The towels were used to lay out on the table and to hold the catheter end down during the procedure. A syringe was used to remove the lint from the water so the lint never reached the patient. No patient demographics were provided after multiple attempts made to retrieve. Although there was no injury, cardinal health is proactively filing a medwatch report for potential risk to the patient.